Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: saw device, (B)(6) 2021. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky, the bearing and gear were worn, and the moving parts did not move smoothly. It was further observed that the device had a component damage, a leak tightness test failure, and would not run. It was determined that the labeling was illegible and etching and the device would not hold/secure the battery device. It was further determined that the device failed pretest for check function of device, check falling out protection (steel ring), check for sticky triggers, check for mechanical free moving, leakage test using bubble emission technique, marking and labeling and general condition. It was noted in the service order that the upper trigger was broken. It was reported that the issue was discovered when the saw device was removed from the device at the end of the procedure. It was further reported that there were no delays to the surgical procedure as the surgery was completed with the same device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.